Manufacturer narrative:
Eval summary: during review of the event log, a possible overfill situation was identified occurring in late 2007 during night drain 3. The pt drained 3234ml after a fill volume of 2399ml. During baxter's investigation of the device, simulated therapies were performed using the pt's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. The fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. Review of the therapy logs did not reveal any events of bypassing alarms and no failure modes were identified. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the possible overfill.

Event description:
During eval of the customer's homechoice device, a baxter tech identified a potential overfill situation. During night drain 3 of therapy in late 2007, the ultrafiltration (uf) was indicating that the pt drained after a fill volume of 2399ml. No further info regarding this event or the status of the pt could be obtained despite multiple attempts by baxter.